Event description:
The customer reported out of range normal control solution test results with test strips. On 10/1/96 she opened the second bottle in a box of fifty and obtained a control solution result of 16 mg/dl. The customer called the co's customer support line and, with the representative, performed a normal control solution test. The result was 12 mg/dl versus a normal control solution range of 116-174 mg/dl. The control solution device normal control solution. Lot #vs155, expiration 6/97, was opened one week ago and was shaken vigorously before the sample was applied. Also with the representative, the customer performed a check strip test. The result was 78 versus a range of 62-98. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle.